Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose value of above 400mg/dl and low blood glucose value of 50 mg/dl. Customer also reported change sensor alert did not occur after sensor updating status. Customer declined trouble shooting for high blood glucose and low blood glucose value. The device will be returned for analysis.